Event description:
It was reported that the patient presented in the emergency room. Upon review, it was discovered that the lead dislodged. The lead was explanted and replaced. There were no patient consequences.

Event description:
It was noted that the patient presented to the emergency room for a follow-up from the initial procedure . Upon review, it was discovered that the lead exhibited loss of capture. A chest x-ray was performed and it was noted the lead dislodged. The lead was explanted and replaced. There were no patient consequences.